Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, h4, h6 (investigation and component codes). The following sections were corrected: h6 (clinical codes). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right knee total arthroplasty on (B)(6) 2015 and then had right knee revision surgery on (B)(6) 2023. The revision surgery was approximately 7 years, 2 months after initial implant. Revised to exactech devices. Revision operative report on (B)(6) 2023 failed right total knee polyethylene due to wear and polyethylene recall. Clinical history: female patient had initially done well, but presented with pain, swelling and symptoms of polyethylene wear with evidence on x-ray. Findings: there was a clean wound with clear synovial joint fluid. The femoral, tibial, and patellar components were found to be well fixed. There was visible polyethylene wear with asymmetry wear within the tibial polyethylene. There was evidence of poly debris within the surrounding synovium and a complete synovectomy was performed. Dressings and compression wrap were applied, the patient was awakened and transferred to recovery in stable condition. No complications during the surgical procedure. There is no other patient demographic or medical history available. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 4033503 02-010-01-0320 - logic femoral ps cem right sz 2, 3999145 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, 4075586 200-02-32 - three peg patella 32mm, 4154680 204-34-02 - fluted stem extension 25l x 14 mm, 4065127 204-70-00 - tibial stem ext. Screw. Pending investigation. No additional information.